Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen at her local emergency department due to purulent drainage at the driveline site. The patient was started on doxycycline and ciprofloxacin. During a follow-up appointment at the clinic, the patient reported ¿feeling very poorly¿. The patient was hospitalized on (B)(6) 2015 with changes made to her medication. It was reported that the patient was continued on ciprofloxacin on (B)(6) 2015. The patient was discharged on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 61 days. A correlation between the device and the reported infection could not be determined through this evaluation. The patient remains ongoing on lvad support. The instructions for use lists infection as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.